Manufacturer narrative:
The pod was received partially deployed with the pink slide insert not in the top housing viewing window and the formed needle extended past the bottom housing window. After removal of the top housing, the needle mechanism was fully deployed. Inspection of the pod found damage to the linkage assembly in combination with score marks to the underside of the too housing. The damaged linkage assembly caused the pod to partially deploy and the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 4.0.2. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by patient that the needle never deployed the cannula into the skin. The pink slide did not move forward and the cannula was not visible when the pod was removed. No impact to the patient's glucose level was reported. The pod was worn between 1 and 4 hours. As treatment, a new pod was applied.